Event description:
On (B) (6) 2006, pt presented with thrombosis and declotting was done, along with a revision using a 6mm gore-tex graft (unk lot number). On (B) (6) 2006, a declot was done, with a repositioning of the graft to brachial artery. A venogram revealed a slight narrowed area where previous revision was performed. On (B) (6) 2006, declotting, angioplasty, plus revision of venous limb, with 7mm x 5cm viabahn stent, was placed across the mid-graft disruption. On (B) (6) 2006, thrombectomy and revision by rigid dilation of graft were done. On (B) (6) 2006, a revision of venous limb with 6mm ptfe (unk manufacturer/lot#) was performed. On (B) (6) 2006, a declot and revision with 6mm ptfe (unk manufacturer/lot#) to axillary vein was done. On (B) (6) 2006, a declot and a conversion of graft to short upper a-v graft was performed. On (B) (6) 2006, a thrombectomy and ptfe patch angioplasty were done. On (B) (6) 2006, a declotting was done. On (B) (6) 2006, a declot and revision with 6mm ptfe (unk manufacturer/lot#) were done. On (B) (6) 2006, an excision of infected graft segment was done. On (B) (6) 2007, an infected ptfe graft was excised. On (B) (6) 2007, a complete excision of infected av graft was performed.

Manufacturer narrative:
Receipt of new info on 02/08/10, deemed this a reportable event.